Manufacturer narrative:
This report is filed, january 14, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and has developed chronic infections at the site. The patient has undergone revision surgery (date not reported) for excision of scar tissue. It was also reported that the site is cauterized every two to three months due to continuous overgrowth. The implanted device remains.